Event description:
It was reported that during a procedure to treat the completely occluded proximal internal iliac artery, balloon angioplasty was performed with an unspecified dilatation catheter and a perforation occurred in the mid segment of the internal iliac artery. Two non-abbott bare metal stents were then advanced into the patient anatomy and deployed to treat the perforation, but the perforation was not sealed. A 3.0 x 19 mm graftmaster stent system was advanced into the internal iliac artery and would not cross to the target site. The device was removed. A 3.0 x 16 mm graftmaster stent was then advanced and deployed in the mid vessel. Post-dilatation was performed; however, the perforation was not completely sealed, as it was noted that there was still extravasation of contrast. A 3.0 x 12 mm graftmaster stent was advanced and deployed more proximally, slightly overlapping the first graftmaster stent. Post-dilatation was performed; however, the perforation was not completely sealed. A 3.5 x 16 mm graftmaster stent was then advanced and deployed more proximally. Post-dilatation was performed and the perforation was sealed at this point. Angiography was performed and confirmed that there was no residual perforation. During the procedure, while the perforation remained unsealed, the patient's blood pressure dropped and neo-synephrine and fluids were administered to treat the blood pressure. The patient's blood pressure stabilized once the perforation was sealed. A repeat hemoglobin noted that the patient's hemoglobin levels had dropped from 14 to 12. There was no adverse patient sequelae; however, there was a clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: .018 treasure 12, .018 glidewire. Guide cath: quick cross. Other: neo-synephrine, fluids. The 3.0 x 19 mm graftmaster and the 3.0 x 12 mm graftmaster are being filed under separate medwatch MFR numbers. (B)(4) - incorrect anatomy. It was reported that the graftmaster was used in the common internal iliac artery. It should be noted that the graftmaster instructions for use (IFU) states: the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts less than or equal to 2.75 mm in diameter. It is unknown how the use of the graftmaster in the common iliac artery contributed to the reported patient effects. There was no reported product deficiency and the product was not returned. The reported patient effects of hypotension and hemorrhage, as listed in the IFU, are known adverse events associated with coronary stenting procedures. The reported hypotension which was treated with medication was likely a secondary effect of the inability to initially seal the leak (hemorrhage) and may have contributed to a drop in the hemoglobin levels (test result). This likely caused a delay in treatment as additional graftmaster stents were required to treat the perforation. Due to the inherently emergent and serious use of the graftmaster device, it is possible that the perforation itself, the inability to initially treat the perforation and/or the overall condition of the patient may have contributed to these reported patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.